Event description:
The service report shows that the device failed the leak test during a performance evaluation. The service tech inspected the device and adjusted the valve cup. The unit passed extended testing. This report is not admission by co that this device caused or contributed to the event alleged in this report.